Event description:
Ventilator would no calibrate after changing circuit. Digital display read technical faul 2. Pcv pressure 51; 35 rate; 100% peep +8. Changed ventilator. No apparent harm to patient. Hemodynamic monitor and IV pumps were in use at time.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, performance tests performed. Results of evaluation: component failure, circuit board. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.